Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl by the time the paramedics were called, and she was treated with manual injections. The caller had gastroparesis. Troubleshooting was performed. The caller stated that she run out of insulin the night before, and the entire infusion set was changed. However, by noon her glucose level rose to 556mg/dl. The caller took 10.0 units, and one hour later she measured, but it did not register on her glucose meter. Then she took another 10.0 units of insulin and ate a banana. Two hours later, she ate a vegetarian omelet with sugar free ice tea. The caller continued measuring her glucose level through the day and realized that she had taken 50 to 70.0 units of insulin. The customer filled the reservoir the night before and by the next day the insulin level went down to 81 units. The caller also mentioned being hospitalized twice in the past three weeks. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.